Manufacturer narrative:
D10 - concomitant product: hem3335, hem3335 33mm haemorrhoid stap3.5mmstap, (lot# n4m1542y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing, it was found that the stapler only fired 50% of the staple line and the other 50% did not have any staples but only cutting. The same issue occurred on the second stapler. There was bleeding, and the surgical time was extended for another 30 minutes.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hemorrhoidectomy, after firing, it was found that the first stapler only fired 50% of the staple line and the other 50% did not have any staples but only cutting. The same issue occurred on the second stapler, wherein only 70% was stapled. The surgeon had to close the remaining portion with the suture. There was bleeding, and the surgical time was extended for another 30 minutes.